Event description:
The customer reported that during the saphenous vein harvesting procedure, the cone tip detached while inside the pt. The cone tip was retrieved without any serious complications or effects to the pt.